Event description:
It was reported that due to a difficult insertion during implantation, six electrodes were not working properly post-operatively. Reportedly, after 10-12 mm higher forces for insertion were required, electrode with repeated bending, finally insertion performed with forceps. Reportedly, the CT scan showed a tip fold over. The hearing loss etiology is single side deafness and tinnitus after repeated acute otitis media. No ossification, no dilatation is reported, with a normal cochlea. The user has bene re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a tip-fold over of the electrode array during insertion of the electrode. In addition, the five most apical electrodes showed hi status likely due to the fold over. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that due to a difficult insertion during implantation, six electrodes were not working properly post-operatively. Reportedly, after 10-12 mm higher forces for insertion were required, electrode with repeated bending, finally insertion performed with forceps. Reportedly, the CT scan showed a tip fold over. The hearing loss etiology is single side deafness and tinnitus after repeated acute otitis media. No ossification, no dilatation is reported, with a normal cochlea. Re-implantation is scheduled.

Event description:
It was reported that due to a difficult insertion during implantation, six electrodes were not working properly post-operatively. Reportedly, after 10-12 mm higher forces for insertion were required, electrode with repeated bending, finally insertion performed with forceps. The hearing loss etiology is single side deafness and tinnitus after repeated acute otitis media. No ossification, no dilatation is reported, with a normal cochlea. The user has bene re-implanted.

Manufacturer narrative:
Conclusion: device investigation showed several damages in the electrode array, which are likely related to multiple insertion attempts. Further there was a tip-fold over of the electrode array which occurred during insertion of the electrode. The problems described in the recipient report match the damages found. This is a final report.